Event description:
A customer reported to baxter corporate product surveillance a 150 ml intravia empty container, in which small dark pieces of material were observed inside the bags. According to the report, the material appeared to be very small pieces of burnt plastic. The alleged defect was observed before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: initial evaluation confirmed the reported condition. Upon completeion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was received for evaluation. During a visual examination the customer reported condition was confirmed. The root cause was identified to related to the manufacturing process. This issue is being investigated through CAPA. The manufacturing facility has implemented corrective actions.